Event description:
Caller reported cgm error 42. There was no adverse impact to the customer's blood glucose level. Cts guided the caller through a successful pump reset, after which the pump did not display the cgm error code again, and the caller successfully started their sensor session.